Manufacturer narrative:
Section h11 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a rounding down issue with dynamic conformal arc. When a dicom rt plan is translated to rtp (radiation treatment planning) format, the rounding for the mlc (multileaf collimator) is done to 2 decimal places. This rounding is done before the import/promote of the rtp file into mosaiq, so the resolution in the mlc section of the mac does not impact the translation or the number of decimals as the translation of the dicom plan has been completed prior to the values in the mac being read. This is detectable prior to use. Mosaiq is working as designed and intended. There was no patient mistreatment.

Event description:
The customer reported a rounding down issue with dynamic conformal arc.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.